Event description:
The device was used to analyze the ECG of a patient described as in full arrest 12 times in succession over a period of approximately 15 minutes. Reportedly, when one more analysis was completed, a shock advised determination rendered and the defibrillator charged, prompting 'push to shock'. Reportedly, when the operator pushed the shock button, device power spontaneously shut off. As als was on scene the device was removed from the pt and a manual defibrillator immediately used.